Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed shingles under the lifevest equipment. Patient reported that the irritation felt like burning. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed valtrex for the shingles. Follow up indicated that the skin irritation improved.